Manufacturer narrative:
Concomitant product(s): product type: catheter. Product ID: neu_ascenda_cath, lot# serial# unknown, product type: catheter. Conclusion: is applicable to the ascenda catheter. Analysis of the ascenda catheter found acceptable testing and catheter was incomplete and returned in segments.

Event description:
(B)(6) 2015- additional information was received from a healthcare provider (hcp) indicated the patient was not receiving any other medications at the time of the event. The patient's pertinent medical history included cerebral palsy with secondary generalized spasticity/dystonia. The patient first started experiencing the increased spasticity intermittently over 6 months. The catheter side por t was accessed and a bolus was given. The cause of the increased spasticity was not determined.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving intrathecal baclofen 2 ,000mcg/ml, 375mcg/day in a flexible dosing pattern, for intractable spasticity. The patient experienced intermittent spasticity, date of onset unknown. It was unknown if diagnostics or troubleshooting were performed. A catheter revision had been scheduled for (B)(6) 2015. The patient's medical history included cerebral palsy. Follow-up is being conducted to obtain all relevant information for the event. Information was received from a manufacturer representative that product was returned for analysis.

Manufacturer narrative:
Concomitant products: the previously reported information is being updated/corrected to: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. All previously reported method, result, and conclusion codes are being updated/corrected. The previously reported analysis findings are being updated/corrected to the following: analysis of the 8709 sc connector revealed coring/tears/cuts in seal and meets leak criteria.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.